Event description:
Could not work/disabled [inability to work]. Had a head injury [head injury]. Subjected to falling all the time [falling]. Keloids arthritis [arthritis]. Knee pain [knee pain]. Taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency]. Case narrative: initial information was received on (B)(6) 2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "(B)(4)". Study title: sanofi patient connection. This case is linked with case ID (B)(4) (multiple device suspect used for the same patient). This case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate 4th injection (strength: 16mg/2ml, with an unknown dose, frequency, route and indication). First time product used: no. It was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse) (unknown onset date and latency). She also reported keloids arthritis (arthritis), knee pain (arthralgia) and had a head injury (unknown onset date and latency for all events). The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency) (unknown batch number and expiry date for all events). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date corresponding to the one at time of event occurrence could not be requested as product has ben discarded action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: disability for impaired work ability. A product technical compliant (ptc) was initiated on (B)(6) 2024 for synvisc (batch number and expiry date: unknown) with global ptc number (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on (B)(6) 2024 with summarized conclusion as no assessment possible. Additional information was received on 26-sep-2024 from quality department. Ptc results were received and added in case. Text was amended accordingly.

Event description:
Could not work/disabled [inability to work] . Had a head injury [head injury] . Subjected to falling all the time [falling]. Keloids arthritis [arthritis] . Knee pain [knee pain] . Taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency] . Case narrative: initial information was received on 15-apr-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case is linked with case ID 2024sa131784, 2024sa132447 and 2023sa349260 (multiple device suspect used for the same patient). This case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml, with an unknown dose, frequency, route and indication). First time product used: no. It was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse) (unknown onset date and latency). She also reported keloids arthritis, knee pain (arthralgia) and had a head injury (unknown onset date and latency for all events). The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency) (unknown batch number and expiry date for all events). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date was requested. Action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events company causality: not reportable for all events seriousness criteria: disability for impaired work ability.